Event description:
The pt developed an open sore approximately 1cm in diameter, behind the left ear in the skin covering the bone conduction hearing system implant. A follow-up surgery was performed to reposition the skin and close the wound. The implant was not removed or revised. There was no infection of the wound. Per the pt's audiologist, it was reported that the pt had developed redness at the site after 1 month of wearing the spacer plate and audio processor, but they continued use without seeing their physician. The pt finally discontinued use after the sore became worse. They sought treatment after a (B)(6) developed and fell off leaving the open sore. Per the audiologist, the pt has bilateral implants and fairly thin skin. There was no skin issue on the contralateral ear.

Manufacturer narrative:
No device problem. The pt user manual warns the user to remove the sound processor assembly and see their physician for refitting if they experience discomfort, pain, numbness, or tingling of the skin in the area of the magnetic implant. The pt's audiologist commented that "the pt's family should have contacted the offices sooner, and discontinued use of the processor sooner."